Event description:
Pt had uneventful, routine hemodialysis treatment. Sent back to pt room after dialysis. Transferred to ICU hours later for altered loc and monitoring. Treatment finished at 1320. Labs drawn at 1858 in 2005 showed high sodium, potassium, chloride, and calcium levels for pt.